Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient event as MDR 8031020-2012-00162.

Event description:
It was reported that, "patient stood from bed to get in wheelchair and struts on frame snapped. Patient went to dr. Office for pre op appointment and showed doctor. Frame was scheduled for removal on this upcoming monday. Dr. Swapped out our struts with threaded rods from an sbi frame to stabilize frame until it is removed on monday."